Event description:
It was reported that during a cholecystectomy procedure, jamming occurred at second firing. Another like device was used to complete the case. There were no adverse consequences to the pt.